Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. On the fourth firing no clip came out and the surgeon was able to firing a couple more times. The surgeon then pulled the trigger two or three more times and again no clips fed into the jaws. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Jaws misaligned - dropping ejected clips. (B)(4). The analysis results found that the device was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining clips. Finally, it locked out as intended. However, it could not be determined what may have caused the jaws misalignment. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.